Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with continuous ambulatory peritoneal dialysis (capd) therapy. On an unknown date; the patient was hospitalized for an unknown indication, was discharged on the same date as the death, and passed away after hospital discharge. It was unknown if capd therapy was ongoing up until or at the time of death or if the patient was performing capd therapy with a baxter healthcare device and/or baxter healthcare solution(s) at the time of death. The cause of death was unknown, and it was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.